Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple device types reported to be involved. The information for the additional device types are as follows. Medical device type: jka / fpa. Common device name: blood specimen collection device; intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced tube cut and kinking. This event occurred once. The following information was provided by the initial reporter. The customer stated: the customer reported about kinked tubing, cut tubing.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced tube cut and kinking. This event occurred once. The following information was provided by the initial reporter. The customer stated: the customer reported about kinked tubing, cut tubing.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 2022-10-12. H.6. Investigation summary: bd received 1 physical sample as well as 4 photos from the customer in support of this complaint. The sample and photos were evaluated and the issue of preactivation of the IV needle and IV protector as well as a kinked tubing were observed. Additionally, 70 retention samples from the bd inventory were subjected to a visual test for preactivation. All of the samples passed since there was no evidence of any retracted IV needles. Bd is able to confirm the customer¿s reported failure modes of preactivation and kinked tubing based on the customer photo and sample analysis. The root cause of the kinked tubing would be preactivation of the IV needle in the package as this would cause the tubing to push down against the bottom of the blister pack. A definite root cause of the preactivation could not be determined. Furthermore, the 1 physical sample, along with 30 retention samples from the bd inventory, were subjected to visual testing and the issue of cut tubing was not observed. Bd is unable to confirm the customer¿s reported failure mode of cut tubing based on customer sample and retention sample testing analysis. Bd was unable to determine a root cause for the reported issue of cut tubing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.